Event description:
It was reported that cgm error occurred during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, did not experience repeat cgm error after reset, and successfully started new sensor session, with no additional issues reported.